Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: vedr01 device, implanted: (B)(6) 2008; 305u229 tissue valve, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient had been experiencing symptoms of syncope and presented to the emergency room. Interrogation of their implantable pulse generator (ipg) device revealed oversensing and low impedance readings on the right ventricular (rv) pacing lead. The patient was admitted to the hospital and the lead was capped and replaced. No patient complications have been reported as a result of this event.